Manufacturer narrative:
Philips has investigated the issue. According to the additional information collected the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Analysis of the system log files revealed that there was a problem with the flexspot-pc at system startup, but the problem was resolved on the next restart. Rse confirmed that the software fault occurred just once. Rse instructed the customer to restart the system, which fixed the problem. The system was then restored to normal operation. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A situation in which the system will not turn on as expected, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart), is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not turn on. There was no reported patient or user harm. Philips has started an investigation of this complaint.